Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and skin irritation at implant site. Subsequently the patient was treated with 3-4 courses of antibiotics over the duration of two months (specific dates not reported).